Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 536 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptom of high blood glucose. Customer's current blood glucose was 465 mg/dl. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. It was also found the insulin pump passed a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer declined to return the insulin pump for analysis.